Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 22-aug-2019 literature article entitled: ¿modular femoral head dissociation after dislocation and entrapment in reconstruction ring: a case report¿ by m. Buttaro, f. Comba, f. Piccaluga. Published by hip international/vol. 17 no. 1, 2007 was reviewed for MDR reportability. The models of prostheses used include a depuy +6 mm femoral head and c-stem femoral stem. Acetabular components are noted to be competitor and the cement manufacturer is not provided. This case study details the surgical progression of 1 female patient who has undergone 4 revision surgeries, 2 of which are documented to have involved depuy product. Please reference note a-2904242 of this pc for a timeline of surgical events. This pc will capture the patient¿s 3rd revision surgery, this surgery is the first to be identified to involve the revision of depuy implants. At this revision, the patient presented with a fracture of the acetabular ring at the plate-cross union (competitor). She was re-revised to another competitor acetabular component. Due to surface damage, the femoral head was changed before definitive reduction. This pc serves to capture this revision due to femoral head damage.